Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the proximal left circumflex that was moderately tortuous, moderately calcified and 90% stenosed. After deployment of the xience xpedition 2.5 x 18 mm stent, a proximal edge dissection was observed. A xience xpedition 2.5 x 15 mm stent was used as treatment. There was no clinically significant delay in the procedure and the patient was reported to be in good health. No additional information was provided.